Event description:
The home patient (hp) reported an overfill of solution while using the homechoice cycler for apd therapy. The hp reported the homechoice cycler advanced from the initial drain into the fill phase after approx. 400mls of the day exchange of 2500mls had been removed. During fill, the hp performed a manual drain and removed approx. 2400mls of fluid. After the manual drain was completed the hp pressed "stop" and the device displayed the fill volume as being -2400mls, rather than 0mls. The hp resumed the fill phase and noted that the device initiated the delivery starting from -2400mls. The hp felt that as the fluid was being delivered, the fill volume counted backwards from -2400mls until the it reached 0mls and then the programmed fill of 2500 mls was delivered. Afterwards, the hp felt full and again placed the device into a manual drain, removing an estimated 5000mls of fluid. Hp relates that there was no patient injury or medical intervention as a result of this incident.